Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pulsatility index (pi) events, but no low flow events were observed. Although a specific cause for the low flow events could not be conclusively determined, the account later communicated that they were caused by narcotic use. Additionally, a specific cause of the reported pump pocket infection and observed pi events could not be conclusively determined through this evaluation. The submitted system controller event log file captured several pi events, but no low flow events were observed. It should be noted that older data from the time of the reported low flow events was overwritten by newer incoming data. The pump was operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists pump pocket infection as a potential adverse event which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi) and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains, "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." This section also explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flows on (B)(6) 2024 at 12:53am for 12 seconds, (B)(6) 2024 at 2:49am for 11 seconds, (B)(6) 2024 at 7:44 pm for 3 seconds and 7:45 pm for 31 seconds with the symptoms being observed as syncope. A doppler ultrasound was done on (B)(6) 2024 at the time of the low flow and was documented at 100mmhg. The patient continued to have pulsatility index (pi) events but no further low flows. The patient was admitted for management of a chest wall abscess and a blood stream methicillin-resistant staphylococcus aureus (mrsa) infection due to an infected pump pocket. The patient had symptoms of chest wall pain and a fever. Blood pressure was recorded as being in the 60-80s range. The international normalized ratio (inr) was supratherapeutic on admission. Tech services reviewed the log files and found several pi events occurring on (B)(6) 2024. No low flow events were recorded in the log files. The patient was treated with vancomycin and a chest wash out and wound vac placement. The plan of care was said to be a 6-week course of intravenous therapy antibiotics. The cause of the low flow alarms was determined to be due to narcotic use. The low flow alarms have resolved. The patient remained admitted in the hospital.